Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms on the right ventricular (rv) channel. An rv lead fracture was suspected but could not be confirmed via x-ray. A revision procedure was performed. This pacemaker was explanted and discarded and the rv lead was surgically abandoned. No additional adverse patient effects were reported.